Event description:
It was reported that "the screw head broke off from the shaft of the screw during surgery. The surgeon noticed it was broken off when he was final tightening the blockers."

Manufacturer narrative:
Method - visual inspection, complaint history review, mfg records, fmea review, risk assessment. Results - visual inspection confirms reported failure. Bone screw tip very deformed, evidences that the screw was implanted max bent. Complaint history review - (B)(6) since (B)(6) 2008 of polyaxial screw tulip disengagement. This is the only complaint for this lot. Mfg records - no deviations were found during mfg, nor during sub-product mfg. Fmea review - this occurrence is within the predicted level of occurrence for this product and issue. Risk assessment - surgery was prolonged for 10 mins, slightly increases risk for pt. Conclusion - per studies performed by (B)(4) and an independent lab, this type of failure is often the result of excessive torque and overloading. For this instance the tulip pop-off was most likely facilitated by the surgeon final tightening at the maximum angle, which is related to user technique, not any mfg or metallurgic problem. No corrective action was triggered as no non conformities were found.